Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patients attorney alleged a deficiency against the device. It was reported that after the laparoscopic appendectomy, the patient experienced intra-abdominal hemorrhage, hematoma, clot, serous fluid, ascites, <(>&<)> specify leak from appendiceal stump. Post-operative patient treatment included diagnostic lap, exploratory laparotomy, mobilization of the right colon, evacuation of intra-abdominal hemorrhage, <(>&<)> creation of loop ileostomy.

Manufacturer narrative:
Correction: added h6 (patient code) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patients attorney alleged a deficiency against the device. It was reported that after the laparoscopic appendectomy, the patient experienced intra-abdominal hemorrhage, hematoma, clot, serous fluid, ascites, & leak from appendiceal stump. Post-operative patient treatment included diagnostic lap, exploratory laparotomy, mobilization of the right colon, evacuation of intra-abdominal hemorrhage, & creation of loop ileostomy.